Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. A charge circuit timeout was noted. Review of the save to disk file showed that this device had a recommended replacement time/low battery voltage occur on (B)(6) 2011. A charge circuit timeout occurred on (B)(6) 2015.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had been unable to charge to an acceptable voltage for delivering a shock. Additionally, the charge circuit was inactive after two excessive charging attempts. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.